Event description:
Boston scientific received information that shortly after the lead was connected to the device, this right ventricular (rv) defibrillation lead revealed abnormal shocking impedances greater than 125 ohms. The header and lead connection were evaluated, re-inserted and secured. Multiple attempts were made to reposition the lead, however the shocking impedance measurements remained high. The decision was made to remove, replace and return the lead for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the lead body was twisted from handling during the procedure and the helix was retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the clinical observations.